Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a colonoscopy procedure performed on (B)(6), 2012. According to the complainant, when the nurse tested the needle prior to placing it into the scope, the needle was found to be blocked; no fluid could come out of the needle. No damage was noted to the device. Another interject injection therapy needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.